Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s), as the customer repeats all positive troponin results. The sample was repeated twice on the same instrument, resulting lower. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran dispense tests on the aspirate probes and discovered that aspirate probe 1 was clogged, causing the probes not to be washed. The cse replaced the luminometer service kit, wash separation manifold, wash separation cover, aspirate probe service kit, solenoid kit assembly and two way valve. The cse primed the system and ran quality controls. Upon follow up, the customer stated they were satisfied with the instrument's performance. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.